Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent knee surgery on an unknown date and a surgical sealant was used. The patient experienced bleeding leakage. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/26/2015.corrected information: additional information was received that indicates that a serious injury did not occur. This medwatch is not reportable and is being voided.